Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. It was further reported that leakage was observed 12.5 centimeters from tip of catheter. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for eval.